Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, lower occlusion, which was confirmed as constant downstream occlusion alarms through a review of the device event history log. The reported symptom was not reproduced during evaluation due to a system error 345. The downstream tubing guide depth was out of specification. The device was re-worked to correct this condition.

Event description:
It was reported that a spectrum pump had a "lower occlusion." It was also reported that there was no patient involvement.